Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) is complete. The reported problem (service code 204 - belt unusable) was confirmed. As received, the belt could not completed testing. Upon evaluation, the trunk cable was pulled short of the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable).